Event description:
Additional information was received for this complaint and related complaint file (manufacturer reference #1820334-2023-01105). Both devices are of the same lot number and were used during the same procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h10. As this complaint device and the related complaint device were reported to be of the same lot number used during the same procedure, both device failures will be addressed under manufacturer reference #1820334-2023-01105 and this complaint file will be closed as the information will be redundant. No further reports will be sent under this complaint file. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code: (B)(6)// phone: (B)(6) // additional phone: (B)(6). E3- occupation: theatre manager. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that two ngage nitinol stone extractors failed to open. This report addresses one of the devices. The other device is reported under patient identifier (B)(4). It was said that the devices opened at first during the procedure, but then failed to open again later in the procedure. The physician used another manufacturer's device to complete the procedure. Additional information regarding the event and patient outcome has been requested but is currently unavailable.